Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve stenosis, nyha functional class iii, renal failure and a former smoker underwent an implant procedure involving the evolutfx-29. The procedure was conducted under general anesthesia with femoral arterial and venous access, and a closure system was used for hemostasis. The procedure involved the implantation of a single prosthesis, and no acute complications were noted during the procedure. Moderate paravalvular leak (pvl) was observed following the valve implant, and both device and procedural success were achieved. The patient was discharged home on (B)(6) 2025, with moderate pvl, and no late complications were reported post-procedure. No treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.